Event description:
Event description boston scientific received information that this chronic atrial lead was not sensing or pacing. The patient had been lost to follow-up shortly after implant, four years ago. A fracture was verified by flouroscopy in the area of the clavicle and first rib. This lead was surgically abanoned and a new lead of the same model type was implanted. No adverse patient effects were reported.